Event description:
The pt experienced scarring and pain following a rectocele repair with the mesh. It was reported that the physician usually placed the mesh under the rectovaginal septum, but that this time he had placed the mesh on top of the rectovaginal septum, and that he felt that the vaginal mucosa on top of the mesh was too thin. It was reported that the area has been very sensitive to the touch following the procedure, and has not improved. The physician is planning to remove the mesh and replace it below the previous rectocele repaired in 6/2004 by another surgeon.